Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter defective/damaged the patient was admitted to the hospital with ¿dizziness for 4 days.¿ on (B)(6) 2024, this product was used to infuse fluid. A small hole was found in the tubing where the cannula came into contact with the skin, and fluid was leaking from this area. There was also backflow of blood. The cannula was removed and replaced to re-establish the fluid pathway.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A complaint history review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review was unable to be performed since no lot/batch number was provided. Retain sample analysis could not be performed as no batch/lot number was made available for this reported event. Root cause could not be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information is available.